Event description:
Patient revised for loose tibial tray at cement/implant mantle and osteolysis. Depuy cement used.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.